Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: 244021 while on patient. Summary: technical event: 244021 (false positive alarm).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. Technical event: 244021 (false positive alarm) occurred on the ventilator during ventilation of a patient. Patient was manually bagged. The event did not cause or contribute to a death or serious injury to a patient. After the batteries were refreshed, a visual battery check and electrical safety was successfully performed and the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: 244021 while on patient. Summary: technical event: 244021 (false positive alarm).